Event description:
The following was reported to hamilton medical ag: oxygen batteries, as consumables, have failed and have failed self inspection. No patient harm involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).